Event description:
A customer contacted beckman coulter (bec) reporting a reagent probe b leak in the unicel dxc 600 pro synchron chemistry analyzer. The customer also reported that the instrument generated alanine aminotransferase reagent (alt) and aspartate aminotransferase reagent (ast) suppressed results with flags stating "bl abs low". The customer also received "cuvette not dry" errors. Upon troubleshooting the error messages, the customer found reagent probe b leaking approximately 300 microliters of fluid and was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and protective eyewear during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds due to the contained leak. Medical attention was not sought. No erroneous results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse inspected the tube fittings for reagent probe b and noted a small pool of fluid at base of wash collar in home position. The fse found a faulty hamilton 4-way valve. Valve was replaced which resolved the issue. The fse verified system performance. Bec identifier for this report is (B)(4).